Event description:
It was reported that the rv lead was capped and replaced. Follow-up was conducted for additional information as to why the lead was replaced but the follow-up was unable to obtain requested information after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.